Event description:
It was reported by the end user a three week history of red rash and itchy skin under the tape border. Area affected is to the left upper corner of wafer, away from stoma. End user reports using peristomal cleanser wipes, reliamed adhesive removed, and allkare protective barrier wipes. It was further reported the end user saw physician on (B)(6) 2014 and was prescribed prescription cream diprolene 1%. End user reports being unable to read tube clearly, however he was told to apply this to area daily. Physician advised end user to do this after shower, before applying wafer for 10 to 15 minutes. End user was also instructed on crusting technique with stomahesive powder and advised to stop reliamed wipes and peristomal wipes to skin and to use only mild soap and water.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event detail have been provided to date. Should additional information become available, a follow-up report will be submitted.